Manufacturer narrative:
B5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 01-dec-2022: event occurred prior to use, it happened upon ?power up" of the syringe pump. No injury. Date of event updated: 11/13/2022.

Manufacturer narrative:
While performing a review of the complaint, it was discovered that the file was inadvertently assessed as reportable. The malfunction will not likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a watchdog failure alarm occurred. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.